Event description:
The customer reported that the tracker would not boot up. This issue rendered the system inoperable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The flash drive was replaced. The system was then found to be operating as intended.